Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hypo-attenuated thickening occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on eliquis. During a routine 45-day follow-up transesophageal echocardiography (tee), the closure device looked stable, with no leaks and hypo-attenuated thickening (hat) of tissue was observed across the entire face of the closure device. The hat morphology was laminar with a pedunculated portion that was biased toward the limbus. The patient was scheduled for a re-assessment with tee 45 days later to reassess hat and the patient was instructed to continue taking oral anticoagulation (oac) through the three (3) month recommended period of time. At the follow up 90-day tee, it was noted that the closure device remained stable with no leaks and the hat was still observed with one portion near the comedian ridge side of the closure device showing larger than expected hat and presence of a device related thrombus (drt) was questioned. The patient elected to stop taking their oac and will return in three (3) months for a computed tomography (CT) scan to reassess the closure device for any presence of drt. There were no patient complications.

Event description:
It was reported that hypo-attenuated thickening occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on eliquis. During a routine 45-day follow-up transesophageal echocardiography (tee), the closure device looked stable, with no leaks and hypo-attenuated thickening (hat) of tissue was observed across the entire face of the closure device. The hat morphology was laminar with a pedunculated portion that was biased toward the limbus. The patient was scheduled for a re-assessment with tee 45 days later to reassess hat and the patient was instructed to continue taking oral anticoagulation (oac) through the three (3) month recommended period of time. At the follow up 90-day tee, it was noted that the closure device remained stable with no leaks and the hat was still observed with one portion near the comedian ridge side of the closure device showing larger than expected hat and presence of a device related thrombus (drt) was questioned. The patient elected to stop taking their oac and will return in three (3) months for a computed tomography (CT) scan to reassess the closure device for any presence of drt. There were no patient complications.